Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at display window corner. Cracked reservoir tube lip, scratched display window and broken battery tube threads.

Event description:
Customer reported that the insulin pump was cracked near the battery compartment. The blood glucose reading was 425 mg/dl. Customer reported that the damage occurred when his spouse was trying to remove the battery. Nothing further was reported.